Manufacturer narrative:
Battery packs sn (B)(4) and sn (B)(4) were returned to zoll manufacturing corporation on 2017-08-24. As received both battery packs passed incoming testing. This testing included an evaluation of the ability of the battery pack to charge and power on a test monitor. The internal resistance, voltage, and battery capacity were evaluated and found to be within the acceptance criteria. The fit of each battery pack in a test monitor was also tested. Both battery packs were found to fit properly within a test monitor. Both battery pack latches functioned properly and secured the battery pack in a test monitor. The evaluation of the battery packs' latching mechanism does not suggest that the battery packs were too easily removed as alleged by the physician, dr. (B)(6). Device evaluation summary: monitor sn (B)(4) was returned to zoll manufacturing corporation for evaluation. The evaluation has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) was returned to zoll manufacturing corporation for evaluation. The evaluation has been completed. As received, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire was excessive force. There is no evidence that the damage to the pulse wire occured prior to the device removal on (B)(6) 2017. Review of the patient flags on this date do not reveal any te pad placement faults, which are recorded when the device detects an open in the te circuitry. There is no indication that the electrode belt malfunction caused or contributed to the patient's death. The battery packs sn (B)(4) and sn (B)(4) have not yet been returned to zoll manufacturing corporation for evaluation. Evaluation of the current information based on the downloaded data suggests that the lifevest operated as designed. There is no available evidence of a device malfunction contributing to the event. Dr. (B)(6) claimed that the battery pack was potentially too easy to remove during an arrhythmia or alarm. This is the first claim of this type known to zoll manufacturing. The battery pack is secured in the monitor by two spring latches on opposite ends of the battery pack that must be depressed simultaneously for removal. In addition, the battery pack is covered with a velcro flap in the monitor's holster.

Event description:
Zoll manufacturing corporation was notified on 07/09/2017 that a (B)(6) patient had passed away while wearing the lifevest. The patient was found alone and dead in his flat as reported by the criminal investigation department (B)(6). It was reported by the police that the patient was found lifeless in his bed wearing the lifevest, but the lifevest battery pack was not inserted into the monitor. One battery was found in the kitchen and the other was inside the lifevest charger. It was reported that the patient would be autopsied. A physician, dr. (B)(6), pointed out that he thought that the battery is potentially too easy to remove during an arrhythmia or alarm. Dr. (B)(6) wished for zoll to inform (B)(6) of this case. Dr. (B)(6) additionally suggested developing a solution to avoid such an event in the future. Evaluation of the device downloaded flag files and the associated automatic ECG recordings indicated that the lifevest was last started on (B)(6) 2017 at 21:45:46. On (B)(6) 2017 at 00:16:25 an arrhythmia was detected by the lifevest. The ECG strips show that the patient was in sinus tachycardia at 130 beats per minute transitioning to ventricular tachycardia at 270 beats per minutes. The patient was in ventricular tachycardia for approximately 7 minutes as captured by the ECG recordings at 00:16:25 and 00:21:24. The downloaded flag files and ECG strips show that the response buttons were pressed intermittently throughout the arrhythmia detection. The patient was not treated by the lifevest as the use of the response buttons prevented the treatment from being delivered. Detection of the arrhythmia continued until the lifevest was shutdown by removal of the battery pack at 00:22:50 on (B)(6) 2017. Subsequent monitoring of the patient was not possible after the device shutdown.

Manufacturer narrative:
Monitor sn (B)(4) was returned to zoll manufacturing corporation for evaluation. The evaluation has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) was returned to zoll manufacturing corporation for evaluation. The evaluation has been completed. As received, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire was excessive force. There is no evidence that the damage to the pulse wire occured prior to the device removal on (B)(6) 2017. Review of the patient flags on this date do not reveal any te pad placement faults, which are recorded when the device detects an open in the te circuitry. There is no indication that the electrode belt malfunction caused or contributed to the patient's death. The battery packs sn (B)(4) have not yet been returned to zoll manufacturing corporation for evaluation. Evaluation of the current information based on the downloaded data suggests that the lifevest operated as designed. There is no available evidence of a device malfunction contributing to the event. Dr. (B)(6) claimed that the battery pack was potentially too easy to remove during an arrhythmia or alarm. This is the first claim of this type known to zoll manufacturing. The battery pack is secured in the monitor by two spring latches on opposite ends of the battery pack that must be depressed simultaneously for removal. In addition, the battery pack is covered with a velcro flap in the monitor's holster.

Event description:
Zoll manufacturing corporation was notified on 07/09/2017 that a (B)(6) patient had passed away while wearing the lifevest. The patient was found alone and dead in his flat as reported by the criminal investigation department duren kk1. It was reported by the police that the patient was found lifeless in his bed wearing the lifevest, but the lifevest battery pack was not inserted into the monitor. One battery was found in the kitchen and the other was inside the lifevest charger. It was reported that the patient would be autopsied. A physician, dr. (B)(6), pointed out that he thought that the battery is potentially too easy to remove during an arrhythmia or alarm. Dr. (B)(6) wished for zoll to inform (B)(6) of this case. Dr. (B)(6) additionally suggested developing a solution to avoid such an event in the future. Evaluation of the device downloaded flag files and the associated automatic ECG recordings indicated that the lifevest was last started on(B)(6) 2017 at 21:45:46. On (B)(6) 2017 at 00:16:25 an arrhythmia was detected by the lifevest. The ECG strips show that the patient was in sinus tachycardia at 130 beats per minute transitioning to ventricular tachycardia at 270 beats per minutes. The patient was in ventricular tachycardia for approximately 7 minutes as captured by the ECG recordings at 00:16:25 and 00:21:24. The downloaded flag files and ECG strips show that the response buttons were pressed intermittently throughout the arrhythmia detection. The patient was not treated by the lifevest as the use of the response buttons prevented the treatment from being delivered. Detection of the arrhythmia continued until the lifevest was shutdown by removal of the battery pack at 00:22:50 on (B)(6) 2017. Subsequent monitoring of the patient was not possible after the device shutdown.